Event description:
Hospital advised that the pump was set up for a primary and secondary infusions on a patient. The secondary rate was set at 100ml/hr and the primary rate at 150ml/hr. Approximately 10 minutes after the secondary infusion was started, which was an antibiotic, the nurse indicated she observed the secondary bag was almost empty, and the rate displayed 600 cc/hr. There was no patient consequence.